Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received the motor position encoder error. The customer¿s blood glucose level was 72 mg/dl. The customer reported that the insulin pump has motor error and they had tried to resolve issues with no luck, having to reset the time and date as well as a pump error was occurred. The drive support cap was appeared to be normal. The insulin pump was not exposed to high magnetic field. The customer was advised that insulin pump needs to be replaced and advised to discontinue the use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to broken interface board. Unable to confirm the motor position encoder error alarm or perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm.